Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, after placing the guidewire, asnis cannulated drill was used. As the drilling was performed whilst the guidewire was slightly curved, the guidewire broke. As the broken guidewire could not be removed, the surgery was completed while the broken guidewire was left in the patient's body. No further information was provided.